Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence and blood in the urine. Two months ago, the patient presented to the physician with blood in their urine and a cystoscopy was performed that confirmed there was no erosion, but that the blood was likely from sloughing of the scar tissue in the bladder due to radiation therapy. The blood in the urine stopped temporarily but resumed one week ago. The patient still remains incontinent and will discuss next steps with the physician. There has been no surgical intervention, and there were no additional patient complications reported.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence and hematuria. Two months ago, the patient presented to the physician with blood in their urine. A cystoscopy procedure confirmed there was no erosion, but that the blood was likely from sloughing of the scar tissue in the bladder due to radiation therapy. The blood in the urine stopped temporarily but resumed one week ago. The patient remains incontinent and will discuss next steps with the physician. There has been no surgical intervention, and there were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.